Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the device, and no resistance or friction was felt during insertion. The sheath was not kinked or bent. The vascular sheath introducer was properly retracted until the hub engaged with the indicator wire cowling, locked into the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator and significantly slowed or stopped during retraction. The indicator window changed to solid black as expected, and it showed solid black at the time the button was pressed. The deployment button was fully pressed and aligned with the handle. There were no issues with the deployment lever. The device was not attempted to be deployed outside of the patient. After removal from the patient, the plug remained attached to the device. The procedure was performed using a retrograde approach. The exoseal vcd was stored and prepared according to the instructions for use (IFU). The femoral puncture site had not been previously closed within 30 days prior to the procedure. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One device was used for the patient. The introducer sheath used is unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. No anomalies related to the reported event were observed. A dimensional analysis of the delivery shaft inner diameter was not required for this investigation, as the functional evaluation was successfully performed without anomalies. Therefore, no further dimensional verification was conducted. A high-magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed with plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (use error) may have contributed to the reported event. It was reported that the deployment lever was fully depressed and flush against the handle; however, the deployment lever on the returned device was not depressed, which would have prevented plug deployment. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the device, and no resistance or friction was felt during insertion. The sheath was not kinked or bent. The vascular sheath introducer was properly retracted until the hub engaged with the indicator wire cowling, locked into the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator and significantly slowed or stopped during retraction. The indicator window changed to solid black as expected, and it showed solid black at the time the button was pressed. The deployment button was fully pressed and aligned with the handle. There were no issues with the deployment lever. The device was not attempted to be deployed outside of the patient. After removal from the patient, the plug remained attached to the device. The procedure was performed using a retrograde approach. The exoseal vcd was stored and prepared according to the instructions for use (IFU). The femoral puncture site had not been previously closed within 30 days prior to the procedure. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One device was used for the patient. The introducer sheath used is unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.